Event description:
According to the reporter, during a laparoscopic robot-assisted gastrectomy, the drape of the robot during firing was entangled into the powered stapler. Once the surgeon released the center control, and when pressed it again, it was released. Since the resection site was originally scheduled to be separated, and resected several times, the firing stopped midway and poor staple formation was cut off after the second shot, so the only normal staple line remained. There was no error displayed on the screen. After that, there was no bleeding during the surgery and the powered stapler was used without any problems after the second shot.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3d0198) sigphandle, sig power sigphandle handle, (sn #unknown) sigpshell, sig power sigpshell control shell, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.